Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her device was not working. Further information from the patient stated that stimulation was basically in the wrong location and was not related to positional movement. The patient explained that stimulation was supposed to cover her lower back from hip to hip but it was going down to her left foot and she couldn¿t handle it. The patient noted she had adjustments in the office and the last one was in (B)(6) and they were not able to get it reprogrammed so that it didn¿t go into her left foot. The change in therapy or symptoms was considered sudden. The indication for use was malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that changes to the device programming led to the stimulation in the wrong location. To resolve the issue the patient met with the people making the programming changes.